Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. One possible root cause for the reported problem could be the excessive force applied while pulling out the cross pin sleeve resulting in the breakage of the device. However without the return of the complaint device, and no further information provided we cannot determine a definitive root cause. No nonconformances were identified for this part-lot number combination per qlik query executed on 09/11/2019. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4). The expiration date is unknown

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The expiration date is unknown.

Event description:
It was reported by the affiliate via cst that after the rigidfix fem2.7mm being inserted, the rigidfix btb cross pin sleeve was removed by using the sleeve removal tool. The surgeon realized that there was a piece missing when the cross pin sleeve was pulled out - it remained in the bone. By using radiography, this piece was identified, but not removed. The case was completed by using a milagro advance screw to fix the transplant in the femoral tunnel. No delay reported. The device was discarded additional information received from the affiliate reporting the device will not be returning for evaluation.